Manufacturer narrative:
The device was not available for eval. The review of the device history record indicates that it was manufactured within specification.

Event description:
Event detail: the pt rec'd a bilateral tka on (B)(6), 2008. It was reported that the pt underwent a revision of the left knee on (B)(6), 2010 due to pain.